Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, the physician used a 5mm x 37mm embotrap iii revascularization device (et309537, 21a160av) with an unspecified microcatheter (mc) and the device became stuck in the mc. It was also reported that the device was noted to being kinked immediately after it was inserted into the mc. The device did not fracture, it just ¿telescoped¿ into itself. The embotrao and the mc were removed as a unit. The resistance required removal of the microcatheter and subsequent loss of cerebral target position. There was no patient injury reported. A new microcatheter and a solitaire revascularization device were used to continue the procedure. Initially, the physician had set up and a solitaire, however, it ¿did not work¿ so an embotrap iii was attempted to be used. Prior to use. There were no issues with the shipping box, outer box or the inner device pouch. The inner pouch was securely sealed. During the prepping of the device, there was no difficulty removing the product from the packaging. The device was prepped normally as expected and appear normal prior to use. During the use of the embotrap, there were no passes made to attempt to retrieve the clot. The damage occurred during advancement through the microcatheter. Adequate continuous flush was maintained through the microcatheter. The mc did not appear damaged. The device was not torqued or rotated during advancement. No excessive force was applied to the device. The device was flushed without difficulty. The device was able to be advanced through the hub. The initial examination of the returned embotrap device identified deformation of the proximal strut of the outer cage of the embotrap device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked proximal struts of the outer cage are consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and two (2) sample 0.021¿ microcatheters. The returned embotrap device was successfully delivered through a sample prowler select plus microcatheter and headway 21 microcatheter with the insertion tool in its fully seated position in the microcatheter hub, <1mm from the lumen of the microcatheter. The reported event was not confirmed with the returned embotrap device. Device delivery assessments with an intermediate catheter (no microcatheter) were performed to recreate the damage observed on the returned embotrap device. This was done as delivery of the device in a lumen larger than the recommended microcatheter size will result in the device delivering in an expanded state, which can lead to ¿telescoping¿ of the device during deliver. Recreations were carried out using a sample embotrap and sample sofia plus 6fr (0.070¿ inner diameter). Delivery failed as the device approached the distal flexible section of the intermediate catheter, where ¿telescoping¿ of the device was felt. Upon visual inspection of the device, it was noted that damage similar to what was observed on the returned device was present as a result of attempting to deliver the device through the larger lumen catheter. A review of the manufacturing documentation associated with lot 21a160av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during this complaint was not possible as the microcatheter used during the procedure was not returned for investigation. The event description reported that the microcatheter used during the complaint event was initially trialed with a different device unsuccessfully. The returned embotrap device was then introduced into the microcatheter unsuccessfully. The microcatheter used was not specified. Two (2) sample 0.021¿ microcatheters were used with the returned device in an attempt to recreate the complaint event. The complaint event could not be confirmed using either of the sample 0.021¿ microcatheters, with the returned embotrap device being delivered successfully to the distal tip when the insertion tool is fully seated in the microcatheter hub. It was also possible to pass a 0.0195¿ flared ptfe tube over the returned device, confirming the returned embotrap device profile is compatible with 0.021¿ microcatheters. A possible cause of the device ¿telescoping¿ on itself (as described in the complaint event description) is attempting to advance the device in a catheter with an inner diameter larger than the recommended microcatheter inner diameter range. The embotrap iii instructions for use (IFU) states that: ¿ the device should be introduced through microcatheters indicated for deliver of therapeutic devices in the neurovasculature with an internal diameter (ID) of 0.021¿ ¿ 0.027¿ (0.53mm ¿ 0.69mm). Damage similar to what was observed on the returned device was successfully recreated by advancing a sample device through a 0.070¿ intermediate catheter. The ancillary devices used during the procedure have not been specified in the complaint report, therefore it is possible that a catheter with an inner diameter outside the recommended range was used which led to the complaint event. Another possible cause of the complaint event is a failure to advance through a correctly sized microcatheter due to a microcatheter fault. This could be damage to the inner lining of the lumen of the microcatheter or a temporary occlusion present which prevented the device from advancing forward. The damage present on the returned device (kinked proximal struts) is consistent with advancing against significant resistance, and it has been demonstrated through delivery assessments that the returned device can be successfully delivered through sample 0.021¿ microcatheters where no fault or damage is present. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Device manufacture date: not available at the time of the report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, the physician used a 5mm x 37mm embotrap iii revascularization device (et309537, 21a160av) with an unspecified microcatheter (mc) and the device became stuck in the mc. It was also reported that the device was noted to being kinked immediately after it was inserted into the mc. The device did not fracture, it just ¿telescoped¿ into itself. The embotrao and the mc were removed as a unit. The resistance required removal of the microcatheter and subsequent loss of cerebral target position. There was no patient injury reported. A new microcatheter and a solitaire revascularization device were used to continue the procedure. Initially, the physician had set up and a solitaire, however, it ¿did not work¿ so an embotrap iii was attempted to be used. Prior to use. There were no issues with the shipping box, outer box or the inner device pouch. The inner pouch was securely sealed. During the prepping of the device, there was no difficulty removing the product from the packaging. The device was prepped normally as expected and appear normal prior to use. During the use of the embotrap, there were no passes made to attempt to retrieve the clot. The damage occurred during advancement through the microcatheter. Adequate continuous flush was maintained through the microcatheter. The mc did not appear damaged. The device was not torqued or rotated during advancement. No excessive force was applied to the device. The device was flushed without difficulty. The device was able to be advanced through the hub.